Manufacturer narrative:
(B)(4)

Event description:
Information received from the patient reported that they had shocking from their implantable neurostimulator (ins). The patient stated that the shocking was intermittent a couple of weeks ago but became constant. There were no falls or trauma related to the issue. The patient did have a CT scan performed (on (B)(6) 2016) but this was after the shocking began. It was noted that the shocking occurred on all programs. The patient had tried to increase and decrease the stimulation but did not resolve the issue. Additional information received from the manufacturer's representative on (B)(6) 2016 reported that the patient experienced sudden shocking/jolting sensations which caused their legs to feel like tetanus. The shocking started from the thigh and went to the knee area. The issue had become worse over the past couple of days. The lead component was implanted in the spine area. Electrode impedance testing at 0.7 volts showed all contact pairs except contact 1 in the 500-700 ohms range. Contact 1 was at approx. 300 ohms. It was noted that the ins was on and was programmed with 2+, 3-, 4+, 8.2 volts, 450 pw, 60 hz when first seen. The patient was reprogrammed to 3+, 4-, 5-, 6+, 8.0 volts, 180 pw, 60 hz. The patient used high stimulation which had not changed. Impedance testing at 3.0 volts was as follows: reference 0: lowest contact 5: 557 ohms reference 1: lowest contacts 3 and 5: 501 ohms reference 2: lowest contacts 3: 479 ohms and 5: 481 ohms reference 3: lowest contact 5: <(><<)>150 ohms reference 4: lowest contacts 3 and 5: 526 ohms reference 5: lowest contact 3: <(><<)>150 ohms reference 6: lowest contacts 3: 465 ohms and 5: 460 ohms the representative reported that the patient was using 4+, 6- and was not feeling the shocking/jolting sensation. The indication for use for the implanted device was noted as complex regional pain syndrome type I. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.